Event description:
During coil embolization within an av fistula, seventeen (17) coils were placed. During the eighteen (18) coil placement in target site, pressure was applied (this syringe was used for two other coils) to detach the coil, but the coil was not detached. Syringe was pressurized to alternative zone, but still the coil was not detached. Another syringe was used, but could not detach the coil. Eventually, the physician withdrew the coil from the patient (the coil was unraveled but could be safely removed from the patient). After the event, this syringe could detach two other coils normally. The procedure was successfully completed, and the patient was reported in stable condition. There was no adverse consequence. After the procedure, the physician applied pressure on the delivery system using a 2.5ml syringe, and confirmed that droplet of water dripped from the joint part of gripper and the hypo tube.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Add'l info will be submitted within 30 days upon receipt. See scanned page.